Event description:
Pt self tester reports sporadic instances of protime inr lower then lab inr over last 2 years and 2 unspecified 'bleeding' events since 2008. Pt indicated he had fully communicated results with his physician during this time. Pt's therapeutic range is 2.5-3.5. First event approx the same month. No protime inr provided but lab inr 7.0. No additional info provided. Second event approx seven months later. Protime inr 1.8, but no lab inr provided. Pt indicated he "increased his coumadin over time until he was about 3.0". Subsequently experienced cramping, went to hospital where lab inr was 5.0. Was admitted with "some internal bleeding". No additional info provided. Patient indicates he has stopped using protime, unk if he has communicated same to physician.

Manufacturer narrative:
Results, and conclusions codes- MFR requesting product return from end user.